Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. If further details are received and/or device is received and analyzed, a supplemental report will be sent.

Event description:
It was reported during a laparoscopic cholecystectomy procedure the wire tip crossed over and when the device opened the pack it sheared. They used similar product to complete the procedure. No delay. No adverse event to the patient. No further information available. Device has been discarded.